Manufacturer narrative:
Per the surgeon, the patient underwent revision surgery on (B)(6) 2021 to convert from transcutaneous osia implant to connect system. This report is submitted on 11 may 2021.

Manufacturer narrative:
This report is submitted on march 11, 2021.

Event description:
Per the surgeon, the patient's incision re-opened, resulting in exposure of the device. The patient was treated with topical antibiotics. Clinical management is ongoing. The implanted device remains.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on jun 22, 2021.